Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the image issue was caused by damaged connector pins. A definitive root cause was not established however, it is likely the connector pins were damaged by excessive force. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Never apply excessive force to connectors. This could damage the connectors. Make sure that the video connector and its electrical contacts are completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during inspection for a therapeutic procedure, the metal part that receives the signal at the back left of the connector slot of the visera elite ii video system center was broken. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.